Manufacturer narrative:
(B)(4).

Event description:
It was reported by a medical doctor that the customer passed away in an unknown location. The cause of death was diabetic ketoacidosis. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customers blood glucose was 540 mg/dl at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The doctor also stated the customer had diabetic ketoacidosis with 15 beta hydroxybutyrate and wanted to find out if the pump had malfunctioned. It is unknown if the next of kin will return the insulin pump for analysis.